Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Supplemental initiated to add missing information about related system components.

Manufacturer narrative:
Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication.

Event description:
Coleman, r.r., starr, p.a., katz, m., glass, g.a., volz, m., khandhar, s.m., ostrem, j.l. Bilateral ventral intermediate nucleus thalamic deep brain stimulation in orthostatic tremor. Stereotactic and functional neurosurgery. 2016. 94:2(69-74). Doi: 10.1159/000444127. Summary: orthostatic tremor (ot) is characterized by high-frequency leg tremor when standing still, resulting in a sense of imbalance, with limited treatment options. Ventral intermediate (vim) nucleus thalamic deep brain stimulation (dbs) has been reported as beneficial in a few cases. Reported events: patient 2: a (B)(6) female patient with bilateral deep brain stimulation (dbs) of the ventral intermediate (vim) nucleus of the thalamus that was implanted at an institution outside the authors' to treat orthostatic tremor (ot) did not experience an improvement in symptoms despite extensive reprogramming. Low stimulation amplitudes in the right hemisphere produced contralateral facial contraction, limiting programming. MRI of the brain showed that the right lead tip was lateral, anterior, and superior to the authors' typical vim target for essential tremor. As a result, the patient underwent replacement of the original right hemispheric lead targeted more medially, posteriorly, and ventrally. It was noted that this resulted in a clinically relevant improvement for the patient; prior to lead repositioning, the patient's standing time was 27.5 s with stimulation off and 34 s with stimulation on. Seven months after her lead revision, her standing time improved to 4 min and 9 s. In addition the patient was "overall pleased with the outcome of the repositioning."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.